Event description:
The customer reports observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing when using tnih lot 113. An elevated atellica im tnih result was observed for an 85-year-old female patient with atherosclerosis. The patient¿s sample was re-tested using an alternate method (afias system), which produced a result below cutoff. This lower result was considered consistent with the patient¿s clinical condition. The initial tnih result was identified as falsely elevated. When an additional sample was tested for investigation purposes on the atellica im instrument, it produced a similarly elevated result. The alternate test method produced a below-cutoff result for this sample, as well. There are no allegations of any adverse patient consequences in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing. Siemens is investigating.